Event description:
It was reported that an animal underwent a veterinary spay procedure on an unknown date and suture was used. The suture broke when pressure was applied to cinch down a knot.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.